Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress caused by the reported trauma appears very likely. Furthermore, a complete insertion of the electrode was not achieved at implantation surgery with three channels remaining extra-cochlear. However, to determine an exact root cause device investigation would be necessary. Further checks are planned but no date has been scheduled yet.

Event description:
Reportedly, the auditory performance was affected after a fall at school. Auditory awareness was observed to be present for loud sounds. Further technical checks are considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the auditory performance was affected after a fall at school. Auditory awareness was observed to be present for loud sounds. Further technical checks are considered.